Event description:
It was reported that the patient's driveline had some twisting and was rescue taped. They were already on the ungrounded cable. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6) and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 19oct2015. Heartmate ii lvas patient handbook (rev. C) is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Additionally, the heartmate ii lvas instructions for use (IFU) (rev. C) is also available. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." No further information was provided. The manufacturer is closing the file on this event.